Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 289 mg/dl, 141 mg/dl, and 108 mg/dl, 276 mg/dl and 111 mg/dl. The comparisons were approximately 9 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.